Event description:
A report was received that the patient had an infection at the incision site. The patient's symptoms included redness and eventually the incision site opened at the middle and green pus was present. The patient was prescribed antibiotics and the symptoms resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-8216-70, serial #: (B)(4), description:artisan surgical lead 70cm.